Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Legal representative reporting " device fully dissolved, several ¿silicononomists¿ (a sclerosing lipogranuloma), and silicone leakage. Device has been explanted. This relates to the left side.

Event description:
Legal representative reported left side "device fully dissolved, several ¿silicononomists¿ (a sclerosing lipogranuloma), and silicone leakage. Patient representative additionally reported via medical report breast cancer not related to the device. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified; broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Legal representative reporting " device fully dissolved, several ¿silicononomists¿ (a sclerosing lipogranuloma), and silicone leakage. Device has been explanted. This relates to the left side.

Event description:
Legal representative reported left side " device fully dissolved, several ¿silicononomists¿ (a sclerosing lipogranuloma), and silicone leakage. Patient representative additionally reported via medical report breast cancer not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.